Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that since implant they have experienced continuous hiccups and thought it might be related to the placement of the pacing lead. The lead remains in use. No further patient complications have been reported as a result of this event.